Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient gender and weight were not provided by reporter. This report is for two, unknown 3.5mm cortex screws. Part and lot numbers were not provided by reporter. Other¿UDI# is unavailable. The subject devices are not expected to be returned to the synthes manufacturer for evaluation. Therapy dates: unknown implant date in (B)(6) 2015-(B)(6) 2016. The 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2016 to address non-union and subsequent varus deformity, and two broken 3.5mm cortex screws. The patient initially underwent surgery on an unknown date in may 2015 to treat a distal third humeral fracture. During the initial surgery a 3.5mm locking compression plate (lcp) and six unknown 3.5mm cortex screws were implanted. During the revision surgery on (B)(6) 2016 the plate and six screws (including the two broken screws) were removed and the patient was revised with a 3.5mm lcp extra-articular distal humerus plate. There was no surgical delay. This report is for two, unknown 3.5mm cortex screws. This report is 1 of 1 for (B)(4).